Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/20/2017 that on (B)(6) 2017 that the patient experienced initializing screen without manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. The receiver download was retrieved and no issues were found in the investigation window. The reported event of initializing screen without manual restart was undetermined. A probable cause could not be determined.